Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18015. It was reported the patient experienced ineffective stimulation subsequent to being involved in a motor vehicle accident. Diagnostic testing revealed invalid impedance readings on all the right lead contacts. X-rays indicated both leads had migrated. The sjm representative reprogrammed the patient and effective stimulation was achieved. Surgical intervention was undertaken on (B)(6) 2013 and the leads were explanted and replaced with a surgical lead. The patient reported effective stimulation coverage postoperative.